Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the e228 error occurred because the cable malfunctioned temporarily due to a leak from the cable next to the electrical connector. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus hd 3cmos autoclavable camera head due to an unusual appearance being noted during routine maintenance. There was no patient involvement during this event. During the device evaluation, it was discovered that the subject device was displaying two scope communication errors: e226 & e228. This report is being submitted to capture the scope communication errors found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed, the scope had an unusual appearance and failed the functional focusing test. Additionally, as noted in event, when plugging the device in scope communication errors e226 & e228 both appeared. It was also noted that the unit failed the water tightness check. If additional information becomes available following the device evaluation, a supplemental report will be filed.